Manufacturer narrative:
Investigation - evaluation a review of documentation, instructions for use (IFU), manufacturing instructions and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. The device master record was reviewed and there are adequate controls in place to ensure the device was manufactured to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. There is no evidence to suggest that the device was not manufactured to specifications or that there are non-conforming devices in house or in field. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a thal-quick chest tube detached at the proximal end while in use for treatment of hydrothorax. The device was inserted via ultrasound or CT guidance and the lot number is unknown. As reported, the patient tolerated the procedure well without complications.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The reporter stated that during an unknown procedure using a thal-quick chest tube set, the proximal end of the chest tube came detached while in use in the patient. The chest tube was reported to have been inserted in "d.I." As part of a kit. Additional questions were asked regarding further details of the event, the procedure being performed, the patient's pre-existing conditions, an explanation of what was meant by "d.I.", and the patient outcome. At this time no further information is available.